Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a medical personnel that on (B)(6) 2016, the patient was found with no power attached to controller. It reportedly did not alarm. Data cable was not attached but I do not know if the adaptor was in place. The hospital staff changed the primary controller to the back-up controller with no effect on the patient. Investigation is ongoing with the controller being returned.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files revealed a controller power-up and associate motor start event on (B)(6) 2016, indicative that both power sources were disconnected from the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Supplemental testing revealed the length of the "no power" alarm was beyond the specification limit. The reported event could not be duplicated at the bench level; the controller performed as intended. Therefore the exact root cause of the reported could not be determined. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.